Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure, the clip applier would not unlock once a clip was placed. Device would not allow the clip to engage in the applier. The handle was locked and the clip applier could not be used at all. There were no patient consequences. Unknown how case was completed.